Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had fully inspected the unit upon arrival. Than the fse had replaced the "hinge, display, left , " hinge, display, right , "label, upper inside badge, maquet, " label ID, cardiosave hybrid, "bezel, upper display and performed a full calibration and tested the unit. The product had passed all the functional/safety testing. The unit was returned to the customer. The failure analysis and testing dept. Received part upper display bezel with a reported unit failure of broken upper display bezel. The failure analysis and testing dept. Performed visual inspection of the part received part and found that the part is broken at the bottom left side. The failure analysis and testing department verified the failure of broken upper display bezel. Retaining the part in the fat dept. Per procedure 0002-07-d008 rev. Ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was knocked over, which broke the screen hinges and possibly other issues. There was no patient involved.